Event description:
Info received indicates the brake caster at the head end of the bed is holding poorly when in brake.

Manufacturer narrative:
The tech adjusted the brake/steer caster to repair the bed.